Event description:
As stated by an arjohuntleigh rep on 02/17/2012: it was reported that the parker tub door fell on the caregiver. There was no info given to the arjohuntleigh rep about injuries sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo hosp equipment (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.